Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using a procise xp wand, allegedly the wand burned out after a short period of activation. A competitor's device was opened to complete the procedure. There were no significant delays or patient complications reported as a result of this event.